Event description:
A falsely elevated ctni result of 19.33 ng/ml was obtained on one patient. The incorrect ctni result was reported to the physician. The result was questioned by the laboratory when the next serial result drawn four hours later was 0.72 ng/ml and obtained a delta check flag. Although both results were above the ctni cutoff, the laboratory has indicated that patient has had an adverse reaction due to the medications that the physcian prescribed due to 19.33 ng/ml ctni result. The extent of the adverse reactions is unknown. The device failure is most likely due to a sample mix-up.

Manufacturer narrative:
An accurate result of 20.3 ng/ml was obtained on a different patient around approximately the same time. The device failure is most likely due to a related to simply a mix-up. The operator noticed a "segment aborted "message." The "segment aborted" message is obtained when an operator moves a sample before the tests are complete. The dimension operator's guide stated that a sample container should not be moved or removed from the sample segment before a printed result is obtained.